Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/20/1997 and was last repaired on 01/23/2013 for a related issue. Evaluation of the device observed that the ratchet was stuck to roller. The ratchet gear was inserted backward into the ratchet handle and the ratchet did not function on the roller. The roller, ratchet gear, pin and spring were damaged, also noted that the side plates, comb and left hinge were damaged. Customer did not return any cutters for evaluation. The cause of the reported issue, improper handling was most likely the cause for the damage to the roller and ratchet gear. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher ratchet was stuck. There was no patient harm or delay reported.